Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. Verbatim: "nurse found liquid leakage at white cap. Rep added nurse will loosen and tighten white cap before use, and changed other cap from other company, no leakage."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043009. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was subjected to leakage testing; the results form our tests determined the device to be in proper working order, unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. Verbatim: "nurse found liquid leakage at white cap. Rep added nurse will loosen and tighten white cap before use, and changed other cap from other company, no leakage."